Event description:
It is reported that customer received a battery failed alarm, then customer attempted to change batteries, customer received a button error alarm while attempting a bolus delivery. Customer's blood glucose was 9.4 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. All operating currents are within specification. No unexpected failed battery test alarm noted. Insulin pump received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.